Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 12 bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. The following information was provided by the initial reporter: "bubbles which makes the gel in the tubes look deformed as you can see from the tube there seems to be a lot of bubbles which makes the gel look deformed. There were 12 tubes like this. I was able to get one sample as the other tubes had been disposed of. The staff had concerns about using the sst tube because the gel looked deformed."

Manufacturer narrative:
H6: investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bubbles in the gel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported that 12 bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. The following information was provided by the initial reporter: "bubbles which makes the gel in the tubes look deformed as you can see from the tube there seems to be a lot of bubbles which makes the gel look deformed. There were 12 tubes like this. I was able to get one sample as the other tubes had been disposed of. The staff had concerns about using the sst tube because the gel looked deformed."